Event description:
It was reported, that the patient presented in the hospital for lead revision. The patient's right atrial (ra) lead exhibited noise. The lead was explanted and replaced. The patient was in stable condition.